Manufacturer narrative:
(B) (4).

Event description:
Procedure: l ant resection with end-end anastomosis. According to the reporter, several hours after the surgery, blood was seen in the pt's drainage. One third of the staple line was no stapled. A re-operation was done and a permanent stoma was built.